Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. The impedances were checked and were out of range in all but two pacing configurations; however, the patient experienced muscle stimulation in those two configurations. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the previously reported high impedance measurements were found to be due to a fractured non boston scientific lv lead. A new system was implanted. No adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. The impedances were checked and were out of range in all but two pacing configurations; however, the patient experienced muscle stimulation in those two configurations. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the previously reported high impedance measurements were found to be due to a fractured non boston scientific lv lead. A new system was implanted. No adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. The impedances were checked and were out of range in all but two pacing configurations; however, the patient experienced muscle stimulation in those two configurations. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device remains in service.